Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge company representative from the business unit (bu) reported that the iabp was repaired by replacing the power supply and motor controller pcb. The iabp unit has been put back into service for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) unit was showing electrical test failed # 50, where it's motor controller pcb was suspected to be defective. The unit was tested with another motor controller pcb (from getinge stock. This event occurred during service/test by the customer. There was no patient involved, thus no adverse event was reported.